Event description:
A complaint received by proxy biomedical on the (B)(6) 2012 via the polyform distributor (B)(4) states that the pt injury has occurred. The reported was made by the pt's rep (B)(6). The pt is identified as "(B)(6)" - their age, weight and height at the time of the event is unk. It is unk if the pt has pre-existing medical conditions. The polyform product involved is a 10cm size, part # 840-240, lot # c000573. The date of implantation was (B)(6) 2009. The hospital where the implant procedure occurred is (B)(6). It is unk if the intervention surgery to explant the polyform mesh took place. An american medical system 'sparc' mesh sling was also...

Manufacturer narrative:
Eval - device was not returned for eval. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such mesh erosion, inflammation, dyspareunia and adhesion formation is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).